Manufacturer narrative:
(B)(6). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During the visual inspection by naked eye of the product, a shiny brown particles were found in the luer connection. The reported condition was verified. The blood port protection caps were available. Infrared analysis showed that all particles were in a high probability that is consistent of polycarbonate and the brownish slow stock was a lubricant. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the revaclear 400 had particulate matter with an estimated size of 1cm x 1cm and red in color, at the blood port that was noted before priming. The particle was not embedded in the housing of the dialyzer. There was no patient involvement. No additional information is available.